Manufacturer narrative:
Findings: intermittent button response due to corroded keypad traces. Pump received with cracked case at display window corner, minor scratched display window. (B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 220 mg/dl. The customer stated esc and act buttons sticking intermittently. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.